Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "high"; although specific value was not provided. Additionally, customer had high ketones that were identified as dangerous by a healthcare professional. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital two days later with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.